Event description:
Disposable valvulotome was opened for vascular bypass surgery. Circulator forgot to check for latex-free compatability. Packaging does not specify whether latex is present. After discovery, the company was called and it was confirmed that this product does contain latex. The surgeon and anesthesiologist were made aware and our monitoring the patient. We are adding a symbol next to this item in our supplies to signal the presence of latex. Manufacturer response for valvulotome, (brand not provided) (per site reporter). The device does contain latex.